Event description:
The customer was hospitalized with dka. The troubleshooting conducted indicated the device was functioning properly, instructed to call back for further testing when tubing clamp is received.